Event description:
The company was informed that the patient experienced device migration and underwent repositioning surgery on (B)(6), 2007.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient was reportedly lost to follow up with the clinic. The patient remained implanted. This is the final report.